Event description:
It was reported that a patient underwent a spinal procedure at thoracic 9-l2, thoracic 9(hook)-thoracic 10,thoracic 11(pedicle screws)-lumbar 1, lumbar 2(pedicle screws), and a corpectomy at thoracic 12. It was reported during compression on screw-rod construct at thoracic 11 that the pedicle fractured. The fracture caused thoracic 11 screw loosening. The screw was removed and the surgeon used a competitor's cable.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.